Manufacturer narrative:
Result: timing link; missing footboard control labels. Conclusion: it was recommended that the customer remove the unit from service or have it repaired; customer declined both suggestions.

Event description:
It was reported by service report that the siderails were loose, had missing locking linkages, and had exposed sharp edges. It was further reported that the footboard was missing control labels. No adverse consequences have been reported.